Manufacturer narrative:
Please note: device is distributed outside the united states. However, it is similar to the united states product. Any add'l info will be submitted within 30 days of receipt.

Event description:
The following report was received from the clinical study: the indication for index procedure was stable angina pectoris. The target lesion was a de novo complete total occlusion at the lad. The stent was noticed to be under expanded following deployment at 22 atms and was then post dilated to 22 atms. A small side branch occlusion occured within the stented area. This event is noted to be unlikely to be related to the device and highly probably related to the procedure.